Manufacturer narrative:
Additional manufacturer narrative: reference medwatch #2017233-2020-00456 for the 2nd device.

Event description:
It was reported to gore on (B)(6) 2020 a procedure was being performed using a gore® viabahn® vbx balloon expandable endoprosthesis. The physician reported the patient had tortuous anatomy which he believes caused the stent to fall off the balloon. He then tried another vbx of the same size and that stent came off the balloon as well. Patient disposition is unknown at this time. This medwatch report is for the 1st reported device.

Manufacturer narrative:
Additional manufacturer narrative: the referenced complaint did not have a returned device. The following evaluation is based on information obtained from the event description and communication summary. Stent dislodgement of the vbx device may be affected by device profile and manufacturing crush force. Device profile is 100% verified during the vbx manufacturing process. The device history file was reviewed and no anomalies were identified. Crush force is controlled through machine maintenance and calibration. Machine history files were reviewed and no non-routine maintenance was identified that would contribute to dislodgement. Based on the device evaluation performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Manufacturer narrative:
As the device was not available for return, and no evaluation of the device could be performed, cause was unable to be established.

Event description:
It was reported to gore on may 22, 2020 a procedure was being performed using a gore® viabahn® vbx balloon expandable endoprosthesis. The physician reported the patient had tortuous anatomy which he believes caused the stent to fall off the balloon. He then tried another vbx of the same size and that stent came off the balloon as well. Patient disposition is unknown at this time. It is unknown if the devices are available for return.

Manufacturer narrative:
Additional manufacturing narrative: c1. Name (#1) - cbas® heparin surface; manufacturer/compounder: w. L. Gore & associates, inc. Lot #20979654. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.